Manufacturer narrative:
Additional information received identified the device as unknown swissplus zimmer implant. Upon reassessment of the reported event, it was determined that this device was filed under the incorrect MFR number (0001038806-2020-00143) on 16 jan 2020. Therefore, this report is being filed under the correct MFR 0002023141 - 2020 - 00786. As a result, no further medwatch reports will be submitted under this file. Please refer to MFR 0002023141 - 2020 - 00786 for follow up submissions.

Event description:
Additional information received from the device investigation report identified the device as unknown swissplus zimmer implant. Event has been reassessed.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Initial reporter email address, fax number: not provided.

Event description:
It was reported that implant (xifnt3213) was fractured. No additional surgical procedure was reported and doctor decided to put bottom part of the implant to sleep. Tooth location 26.